Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several episodes of non-sustained rv oversensing were observed due to far-field p-wave oversensing on the right ventricular channel. Programming changes were discussed. No further information was provided.